Event description:
Between 0100 and 0130 obstetrics department staff heard a loud sound. They looked for source of the sound but could not locate the source and had to return to their duties with a laboring patient. At approximately 0320, staff went into (B)(6) and noted a strong electrical burn smell. Upon inspection, staff discovered that a telemetry monitor device was covered in black soot, and soot also covered surrounding area. Fire department was called and confirmed no fire danger. Device was unplugged and attached computers were powered down. Device was removed and sent to biomedical department for further evaluation and investigation.